Event description:
Study: death of subject. Exact reason and date unknown. Relationship to device-unrelated.

Manufacturer narrative:
Evaluation: according to adverse event report for clinical investigations the relationship of the patient's death to the reported device is considered unrelated. There is no problem with the nail reported which had been implanted on (B)(6) 2010. The device is still implanted. Review of manufacturing documents revealed no discrepancies.